Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected scrolling of numbers anomalies noted during our testing. The insulin pump has minor scratches on the lcd window, cracked case at lcd the window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
Customer's mother reported via phone call that insulin pump experienced keypad anomaly. It was reported that the act, esc, up and down buttons were not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.